Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 1 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The registered nurse (rn) stated that the patient line and the transfer set became separated due to a loose connection, which resulted in the system error. The supplies were not damaged by an outlet port clamp or assist device. The rn was aware of the system error 2240 and cascading system error 2367 and understood both. The technical service representative (tsr) advised the rn to cycle the power on the hc again and to have the home patient start over with all new supplies. The rn understood. Proper procedures were reviewed and there were no samples available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA.